Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 80-year-old female presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, it was noted under fluoroscopy that the vessel size was small, but the left femoral access was the only option. After the impella was inserted, a run-off of the left lower extremity (lle) was performed to assess blood flow. While there was visible contrast distal to the insertion site, there was no audible doppler signal. The physician decided to place a fem-fem antegrade reperfusion catheter to treat the limb ischemia. While the patient was in the intensive care unit (ICU), the patient was placed on bipella support (impella cp and rp flex). Hematuria was noted in the foley and the serum lactate dehydrogenase (ldh) was above 1,200. Due to concerns of hemolysis, impella position was confirmed under echocardiogram. It was noted that that impella cp migrated slightly from 3.7cm to 3.4cm, so the physician pulled the impella cp to 3.5cm in the mid-ventricular space. The hematuria resolved and the ldh continued to downtrend. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.3l/min without issues. Bipella support can increase the risk of hemolysis. Poor positioning of the impella can also cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected data: d1 brand name updated/corrected. Investigation summary: hemolysis/mechanical interaction with blood: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. Ischemia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of position issue was not determined due to insufficient clinical details and no product was returned.